Event description:
The customer reported that the left (live) monitor suddenly stopped working. An alternate system was required to complete the procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generator interface board was reseated and the power supply voltage was adjusted. The system was then found to be operating as intended.